Manufacturer narrative:
Results - the complaint was confirmed. Microscopic inspection revealed a broken wire at one of the weld spots, making a faulty contact with one channel. The broken wire was consistent with an overstress condition the extension was subjected to while it was inside the pt. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #1627487-2014-12136, reference MFR report #1627487-2014-12195.